Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, and the alarm history showed a motor error alarm. Advised the nurse to have the parents call back for further troubleshooting to make sure the insulin pump works as designed. No further information was provided.